Event description:
An FDA audit was conducted to a study on the test. The following protocol viollations were observed. Pt 018 met the criteria for exclusion in that he underwent a cystoscopy two days prior to admission to the study. A sample for testing was collected from pt 009 during visit number two and was tested five days after collection. The study and medical records for pt 035 were missing the report of the cystoscopy performed on 2/9/93 which was visit one. An abnormal cystoscopy was reported to the sponsor for that date on the case report form. There were three transcription errors noted. The collection date ofo the rest report for pt 006 was written as 2/18/83. The form was signed on 2/18/93. This transcription error was a correct FDA observation but it is not representative of the data or the entire study. Personnel will be reminded to double-check all entries. This error was corrected with a study audit correction sheet. The sample date on the test report for pt 020 was listed in error and was corrected. Lastly, there were two visits number two test reports dated 3/7/93 and 7/23/92 for pt 038. The pt on the report dated 7/23/92 is identified differently than the report dated 3/17/93. These record are filed properly and the date compiled properly.